Event description:
The user facility reported that the pt sustained a 1 1/2 inch wound to the head while using the device. Add'l info has been requested.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.